Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. One flexor raabe guiding sheath was returned to assist in the investigation. Inspection of the sheath found separation of the sheath approximately 32cm from the hub. The material in the separated section is jagged and stretched which indicates the sheath was separated by force. There also appears to be necking down of the sheath material around the point of separation. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: steps to remove the sheath from the patient, which includes "insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit." Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined.

Event description:
Customer reported that the flexor raabe guiding sheath was torn when attempting to remove from the patient during an unspecified procedure. The customer described the device as "torn exposing the wire coil." No adverse patient consequences were reported. A section of the device did not remain inside the patient's body.